Event description:
It was reported that the patient presented into the clinic after receiving a vibratory alert for non-sustained lead noise. Oversensing was replicated when patient performed deep breaths. The device was reprogrammed. It was recommended to perform further testing in the lab; patient was referred back to his ep physician.